Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. An extraction aid was found in the lead body. The analysis revealed abrasion marks on the outer insulation (34 cm distal to the is-1 connector pin). However, the insulation was not breached and this damage is not assumed to be the root cause of the reported high pacing impedance. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages such as cuts into the insulation (21.5 cm distal to the is-1 connector pin) and a deformed outer conductor coil (47 cm distal to the is-1 connector pin), most likely occurred during the extraction procedure. Due to the extraction aid found in the lead body, the electrical analysis was not feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 34 months, a high stimulation impedance was observed. The lead was explanted.